Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was impacted (286 mg/dl). The customer changed out all supplies and took a bolus via the pump to stabilize blood glucose levels. The customer stated that when the cartridge was changed after the occlusion, the customer had mistakenly filled it with lantis. Per advice from the health care provider, the customer disconnected from the pump and reverted to manual injections until (B)(6) 2016, when the customer resumed pump therapy. As the customer had changed out all supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Reportedly, the customer was using apidra insulin.